Manufacturer narrative:
Description of the patient and surgery: device did not appear defective; circumstances : intraoperatively placing 2.5 locking screw into the metatarsal capital fragment. Surgeon: part of the design team. No patient data available. Description of the product : the medical device involved in this complaint is the screwdriver centrolock t7, ref. (B)(4). It's a non-cannulated screwdriver with a classical torx t7 tip. Traçabilité of the device: not communicated for the moment. Check of DHR : traceability of the broken part has not been communicated for the moment. En attente de n° de lot embout: review of historical of nc and complaint : first occurrence of such a defect. Analysis of the broken product : not returned to us conclusion: without traceability of the device and no return of the broken part, no conclusion for the moment.

Event description:
Complaint received on 2020/10/19: "broken driver while inserting a centrolock screw last week." Screw driver tip sheered off whilst placing a 2.5 locking screw. The tip was left in the head of the screw and could not be retrieved. Additional data on 2020/10/20: the broken driver tip was flush with the screw, therefore was not able to remove the debris & remained in the patient.